Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free since (B)(6) 2018') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("ablation"), was found to have fallopian tube neoplasm ("tumor on right fallopian tube/ intestines would have been squeeze shut by tumor") and experienced autoimmune disorder ("autoimmune disease"). The patient was treated with surgery (total hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal, fallopian tube neoplasm and endometrial ablation outcome was unknown and the autoimmune disorder had resolved. The reporter considered autoimmune disorder, endometrial ablation, fallopian tube neoplasm and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free since (B)(6) 2018') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("ablation"), was found to have fallopian tube neoplasm ("tumor on right fallopian tube/ intestines would have been squeeze shut by tumor") and experienced autoimmune disorder ("autoimmune disease"). The patient was treated with surgery (total hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal, fallopian tube neoplasm and endometrial ablation outcome was unknown and the autoimmune disorder had resolved. The reporter considered autoimmune disorder, endometrial ablation, fallopian tube neoplasm and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event: ablasion was added.new reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free since (B)(6) 2018') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have fallopian tube neoplasm ("tumor on right fallopian tube/ intestines would have been squeeze shut by tumor") and experienced autoimmune disorder ("autoimmune disease"). The patient was treated with surgery (total hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal and fallopian tube neoplasm outcome was unknown and the autoimmune disorder had resolved. The reporter considered autoimmune disorder, fallopian tube neoplasm and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.